Event description:
It was reported that during a da vinci-assisted surgical procedure, the harmonic ace instrument showed a ¿blade detached¿ message on the screen. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the harmonic ace instrument involved with this complaint and completed the device evaluation. Failure analysis confirmed the customer reported issue. Visual inspection revealed the instrument had the blade broken. The blade broke at roughly 0.14¿ from the base and the broken piece was not returned. Any inadvertent contact with staples, clips, or other instruments while the device is activated may result in a cracked or broken blade. Blade damage may be detected by the generator with a solid tone or an error. Scratches on the blade tip may also lead to premature blade failure.